Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 07sep2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A customer device was returned to pentax medical on 23/aug/2018 for routine service. Inspection of the unit was performed on 27/aug/2018 where the quality control inspector found the following: prism cracked. Elevator body does not open all the way. Distal cap/ case deformed. Distal cap/ case cracked. Bending rubbersevere discoloration. Elevator body sticking. Image blurry or foggy. Shadow at corner of image. Passed wet leak test. Passed dry leak test. Distal cap - fixed type failed epoxy seal integrity inspecti. Light carrying bundle distal cover glass middle scratched. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: o-rings and seals. Deflector operating wire. Objective prism assy. Bending rubber. Distal case/cap.